Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, false pause episodes due to undersensing were observed on the device. No intervention was performed; the patient's condition was stable and will continue to be monitored.